Event description:
It was reported that the top half of the lcd was not working. Additional information received indicated that only half of the "pixels" were active. The actual led's are non-functional. The customer states that they could only see the bottom half of the values but the top (or rest of it) wasn't there. No patient incident reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display has horizontal lines on half of the screen. The lcd was replaced and the unit functioned as designed.